Manufacturer narrative:
If any addtiional information is received that changes the outcome of the investigaiton a follow up report will be filed.

Event description:
Surgery was fine. She left for peru for 10 months. Came back, bunion was back. Nonunion at fusion site.